Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer representative reported a loss of suction occurred during lasik flap creation. Patient interface was exchanged and a double (second) pass was performed with no patient complications.

Manufacturer narrative:
Logfile review shows the reported treatment can be linked to the 9th treatment on that day. During preparation of the reported treatment suction was possible to achieve, but was not a good valid suction value. The treatment was aborted due to the user releasing the laser pedal and interrupted the treatment during bed cut, and then depressed the vacuum pedal instead of the laser pedal. This action will shut down the vacuum pumps and the system will abort the started treatment. The user restarted the aborted treatment and completed it without problems. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no other issues and also the vacuum and energy stayed stable. No technical problem. User shut down the vacuum pumps by depressing the vacuum pedal instead of the laser pedal which interrupted the treatment. (B)(4).